Manufacturer narrative:
A review showed the manufacturing documentation associated with this lot number 17306997 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not been received as of yet. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, a small foreign body is present inside the catheter package of the 100 cm. 6 fr. Infiniti tl 3drc diagnostic cardiology catheter. The product was not used and a photograph has been attached. There was no reported adverse event to the patient. The device will be returned for analysis. Additional information has been received. It did not appear from visual inspection that the integrity of the sterile pouch was compromised. The seal looked intact and unopened. The damage was noted upon initial receipt of the product. The catheters are stored: they remain in the original boxes and are then hung in trolleys ready for use.